Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During exterior investigation, unknown black dust-like contamination (inconsistent with sound abatement foam degradation) at the air inlet of the blower box. White dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress. Black dust-like contamination, consistent with keratin, at the air outlet of the blower box. The internal aspect of the device was inspected and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and was not able to confirm the complaint or address the symptoms specified. Product investigation laboratory was not able to obtain care orchestrator data. The device's downloaded logs were reviewed by the manufacturer. There were two errors found. Product investigation laboratory for further investigation confirmed no presence of degraded sound abatement foam. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.